Manufacturer narrative:
We have now concluded our investigation into this complaint. The batch record was reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. As part of the investigation, the test results for adhesion to steel at the time of release were reviewed and found to be within specification. The investigation did not find product defect or manufacturing process issue so no action is required at present. Once a sample is received, we will assess and make further investigation if required. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported a lack of adhesion to stabilize the epicutaneous catheter complete release of dressing.